Event description:
It was reported that a hardware removal due to delayed union was performed on (B)(6) 2015. An extra-articular distal humeral plate and an unknown number of 3.5mm cortical and locking screws were removed. The patient was revised to two (2) plates and an unknown number of screws. An unknown number of the explanted screws were broken. The date of the original procedure is unknown. There was a reported ten (10) minute delay in the procedure. The patient¿s status/outcome is reported as fine and procedure completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.